Event description:
It was reported that during insertion, large resistance was encountered at the anterior end and there were folds found at the posterior end of the stent. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.

Manufacturer narrative:
Imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. The returned percuflex ureteral stent was analyzed, during the visual inspection, device inspection using magnification, and wire insertion test, it was found that there is evidence of stent bladder coil buckle accordion and the stent shaft, kink, additionally, the suture hole was torn. The reported event of stent kinked will be confirmed. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled/accordioned resulting in a difficulty/unable to advance the stent to the target site. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during insertion, large resistance was encountered at the anterior end and there were folds found at the posterior end of the stent. The procedure was completed with another of the same device and the patient condition following the procedure was stable.